Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 07/22/2016 a medtronic representative performed an imaging system check-out, all areas passed. Checked for damage to power cable and ensured the power cord was fully seated on the mvs board. Site is under construction and has been experiencing multiple power issues. System performed as intended. Return requested. Approx 2 replacement fuses 20a 250v shipped to site 07/22/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that fuses blew on the site's imaging system mobile view station (mvs). No further details regarding the behavior were provided. There was no patient present when this issue was identified. Issue resolved at time of call.

Manufacturer narrative:
Initial MDR inadvertently filed on the incorrect imaging system. Correct system information provided.